Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced revision of the device due to erosion into the vaginal canal, intense pelvic pain, and to avoid any further damage.

Event description:
Additional information received on 3/2/2023 indicates that the patient also experienced dyspareunia prior to excision of the mesh.

Manufacturer narrative:
Correction: item number, catalogue number, health impact term changed from f1905 to f1903 device explantation. D4: lot number 5711876-076. The lot number was reviewed for complaint trend, nonconforming report and CAPA.¿ devices met specification prior to release and no trends were noted. This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.